Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Two cfus of coagulase-negative staphylococci were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer¿s cleaning, disinfection, and sterilization processes have been requested. At this time, no additional information has been provided. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and 28 colony forming units (cfu) of unspecified bacteria were detected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices. The legal manufactures review of the customer cds practices, the device evaluation, and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: suctioning water was not performed for biopsy channel or suction channel at precleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the light guide rod lens (1x) is chipped, bending section glue is worn out, key top 1 has wear and tear, angulation is less or specified value, and the biopsy channel has wear and tear. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the subject device was not reprocessed according to the device instructions for use (IFU). Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: 1) "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." 2) additional information can be found in section "5.3 precleaning the endoscope and accessories aspirate water" describes the aspiration of water to the forceps channel and suction channel. Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the air, water, and auxiliary channels are flushed. Detergent used for pre-cleaning is anios clean excel d. The device is manually processed with a kit scope clean albyn medical brush, anioxyde 1000 disinfectant, and anios clean excel d detergent. The device is stored in a plasmatyphoon. Olympus is the maintenance provider of the subject device.